Event description:
Device malfunction: device #1 suture retrieval issue. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the device was removed no sutures were attached. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Device #2: proglide part# 12673-03, lot# 76055-6h will be filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.